Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a rotator cuff repair surgery, the "4.5mm footprint ultra pk suture anchor" broke. The procedure was successfully completed without significant delay using a back-up device into the planned bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor is broken. An analysis of the customer provided images found the device with was broken anchor. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of raw material, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.